Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received rf pic failed self-test alarm. The customer's blood glucose was unknown. The customer stated that they had rf pic failed self-test alarm. The customer reported that the alarm did not occur during the rewind/prime sequence and also assisted customer in performing a self-test and the test failed. The customer was advised the pump will need to be replaced. The customer was advised refer to back-up plan per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
Device received rf pic failed self test alarm during self test due to faulty connector.